Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), device dislocation ("displaced essure device/ essure device reportedly is misplaced"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("bleeding") in a 42-year-old female patient who had essure (batch no. B34599) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (esophageal), end stage renal disease, central line placement, ovarian cyst, cholecystectomy, umbilical hernia repair, peritoneal dialysis, renal transplant and intraperitoneal access port insertion. Findings: incidental views of the liver demonstrate small perihepatic fluid collection. There is a right iliac fossa transplant kidney measuring 11.0 x 4.0 x 6.8 cm with normal parenchymal echotexture. There is no hydro nephrosis, echogenic calculi or perinephric fluid collection. Transplant renal artery and vein are patent. Peak systolic velocity transplant renal artery ranges between 101-170 cmfs. The interlobar resistive indices ranges between 0.59-0.81. The transplant renal vein peak velocity measures 38 cm/sec. Impression: 1. Patent transplant vasculature with ri from 0.6 to 0.8. 2. Small perihepatic fluid collection. Previously administered products included for an unreported indication: paraguard iud. Concurrent conditions included sickle cell disease, hypotension, emphysema, pulmonary hypertension, congestive heart failure, anemia, immunosuppression nos, peak expiratory flow rate abnormal nos, myalgia, chronic respiratory failure, endometrial ablation, arthritis, pulmonary embolism, uterine bleeding, blood transfusion, abdominal pain, left lower quadrant pain, pid pelvic inflammatory disease, general body pain, hematoma, pneumonia, back pain, muscle pain, chills, bruising, dyspnea, fever, heart enlarged, pericardial effusion, pulmonary hypertension, flank pain, hepatitis e, presbyopia, asthma, heart disorder, hb-s disease without mention of crisis, bradycardia, hypoxemia, renal transplant, abdominal distension, bacterial vaginosis, umbilical hernia repair, endometrial atrophy, adenomyosis, nabothian cyst and corpus luteum cyst. Concomitant products included cefoxitin since (B)(6) 2014 and doxycycline since (B)(6) 2014 for pid pelvic inflammatory disease, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2014 and hydromorphone since (B)(6) 2014 for pain as well as enoxaparin since (B)(6) 2014, ergocalciferol since 2010, folic acid since 2010, furosemide (lasix) since 2005 to (B)(6) 2018, hydrocortisone from (B)(6) 2012 to (B)(6) 2013, hydroxycarbamide (hydroxyurea) from 2013 to 2015, magnesium oxide since 2010 to (B)(6) 2017, mycophenolic acid since 2011 to (B)(6) 2017, paracetamol (acetaminophen) since (B)(6) 2014, sevelamer since (B)(6) 2011, tacrolimus (prograf) from march 2011 to (B)(6) 2017 and warfarin since 2008. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced memory impairment ("neurological conditions or problems type: memory issues"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety") and fatigue ("fatigue."). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 9 months 3 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube), and hydrothermal ablation.). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, genital haemorrhage, mood swings, anxiety and memory impairment outcome was unknown, the menorrhagia, pelvic pain, vaginal haemorrhage, female sexual dysfunction and dysmenorrhoea had resolved and the fatigue was resolving. The reporter considered anxiety, device breakage, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, memory impairment, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: attention was turned to the patient's left tubal ostium into which the essure device was placed and cannulated and 3 coils were noted to be protruding from the ostium on this side. In a similar fashion, the patient's right fallopian tube was cannulated with the essure device with 10 coils noted to be protruding from the ostium on this side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion,. Pathology test - on (B)(6) 2014: specimen a, received in formalin labeled with the patient's name and "uterus and left fallopian tube," consists of a 103 gram specimen including an unopened uterus measuring 7.9 (superior to inferior) x 6.1 (cornu-to-cornu) x 4.6 cm (anterior to posterior), and the left fallopian tube measuring 4.7 cm in length x 0.7 cm in diameter. The posterior of specimen is inked black and the anterior inked blue. The endocervical canal is 2.4 cm in length. The endometrial cavity measures 3.4 cm from cornu-to-cornu and 3.9 cm in length. The myometrium measures 1.7 cm in maximum thickness and the endometrium measures 0.1 cm. There is chocolate brown fluid presented in the endometrial cavity and a hemorrhagic area measuring 0.8 x 0.5 cm is identified in anterior fundus near the left cornu. Serial sectioning reveals multiple cysts on the right fundus of uterus ranging from 0.3 to 0.6 cm in diameter. An intrauterine device is also identified in the cavity close to the right cornu. Representative sections are submitted in cassettes as follows: - posterior cervix - full thickness posterior endometrium - full thickness posterior endometrium - intrauterine device location - posterior lower uterine segment - anterior cervix - anterior cyst lesion area - anterior hemorrhagic area, full thickness endometrium - possible cervix, representative sections specimen b, received in formalin labeled with the patient's name and "left ovarian cyst wall," consists of multiple fragments of gray-tan, rubbery tissue ranging from 0.4 x 0.3 x 0.1 cm to 1.4 x 1.2 x 0.6 cm. The specimen is serially sectioned and entirely submitted in cassette b1.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), device dislocation ('displaced essure device/ essure device reportedly is misplaced'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('bleeding') in a 42-year-old female patient who had essure (batch no. B34599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (esophageal), end stage renal disease, central line placement, ovarian cyst, cholecystectomy, umbilical hernia repair, peritoneal dialysis, renal transplant and intraperitoneal access port insertion. Findings: incidental views of the liver demonstrate small perihepatic fluid collection. There is a right iliac fossa transplant kidney measuring 11.0 x 4.0 x 6.8 cm with normal parenchymal echotexture. There is no hydro nephrosis, echogenic calculi or perinephric fluid collection. Transplant renal artery and vein are patent. Peak systolic velocity transplant renal artery ranges between 101-170 cmfs. The interlobar resistive indices ranges between 0.59-0.81. The transplant renal vein peak velocity measures 38 cm/sec. Impression: 1. Patent transplant vasculature with ri from 0.6 to 0.8. 2. Small perihepatic fluid collection. Previously administered products included for an unreported indication: paraguard iud. Concurrent conditions included sickle cell disease, hypotension, emphysema, pulmonary hypertension, congestive heart failure, anemia, immunosuppression nos, peak expiratory flow rate abnormal nos, myalgia, chronic respiratory failure, endometrial ablation, arthritis, pulmonary embolism, uterine bleeding, blood transfusion, abdominal pain, left lower quadrant pain, pid pelvic inflammatory disease, general body pain, hematoma, pneumonia, back pain, muscle pain, chills, bruising, dyspnea, fever, heart enlarged, pericardial effusion, pulmonary hypertension, flank pain, hepatitis e, presbyopia, asthma, heart disorder, hb-s disease without mention of crisis, bradycardia, hypoxemia, renal transplant, abdominal distension, bacterial vaginosis, umbilical hernia repair, endometrial atrophy, adenomyosis, nabothian cyst and corpus luteum cyst. Concomitant products included cefoxitin since (B)(6) 2014 and doxycycline since (B)(6) 2014 for pid pelvic inflammatory disease, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2014 and hydromorphone since (B)(6) 2014 for pain as well as enoxaparin since (B)(6) 2014, ergocalciferol since 2010, folic acid since 2010, furosemide (lasix) since 2005 to (B)(6) 2018, hydrocortisone from october 2012 to october 2013, hydroxycarbamide (hydroxyurea) from 2013 to 2015, magnesium oxide since 2010 to (B)(6) 2017, mycophenolic acid since 2011 to (B)(6) 2017, paracetamol (acetaminophen) since (B)(6) 2014, sevelamer since (B)(6) 2011, tacrolimus (prograf) from (B)(6) 2011 to (B)(6) 2017 and warfarin since 2008. In (B)(6) 2013, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced memory impairment ("neurological conditions or problems type: memory issues"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety") and fatigue ("fatigue."). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 9 months 3 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube), and hydrothermal ablation.). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, mood swings, anxiety and memory impairment outcome was unknown, the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and abdominal pain had resolved and the fatigue was resolving. The reporter considered abdominal pain, anxiety, device breakage, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, memory impairment, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: attention was turned to the patient's left tubal ostium into which the essure device was placed and cannulated and 3 coils were noted to be protruding from the ostium on this side. In a similar fashion, the patient's right fallopian tube was cannulated with the essure device with 10 coils noted to be protruding from the ostium on this side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion,. Pathology test - on (B)(6) 2014: specimen a, received in formalin labeled with the patient's name and "uterus and left fallopian tube," consists of a 103 gram specimen including an unopened uterus measuring 7.9 (superior to inferior) x 6.1 (cornu-to-cornu) x 4.6 cm (anterior to posterior), and the left fallopian tube measuring 4.7 cm in length x 0.7 cm in diameter. The posterior of specimen is inked black and the anterior inked blue. The endocervical canal is 2.4 cm in length. The endometrial cavity measures 3.4 cm from cornu-to-cornu and 3.9 cm in length. The myometrium measures 1.7 cm in maximum thickness and the endometrium measures 0.1 cm. There is chocolate brown fluid presented in the endometrial cavity and a hemorrhagic area measuring 0.8 x 0.5 cm is identified in anterior fundus near the left cornu. Serial sectioning reveals multiple cysts on the right fundus of uterus ranging from 0.3 to 0.6 cm in diameter. An intrauterine device is also identified in the cavity close to the right cornu. Representative sections are submitted in cassettes as follows: - posterior cervix - full thickness posterior endometrium - full thickness posterior endometrium - intrauterine device location - posterior lower uterine segment - anterior cervix - anterior cyst lesion area - anterior hemorrhagic area, full thickness endometrium - possible cervix, representative sections specimen b, received in formalin labeled with the patient's name and "left ovarian cyst wall," consists of multiple fragments of gray-tan, rubbery tissue ranging from 0.4 x 0.3 x 0.1 cm to 1.4 x 1.2 x 0.6 cm. The specimen is serially sectioned and entirely submitted in cassette b1.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event : abdominal pain added. Outcome of the event bleeding and pain were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), device dislocation ("displaced essure device/ essure device reportedly is misplaced"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("bleeding") in a 42-year-old female patient who had essure (batch no. B34599) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (esophageal), end stage renal disease, central line placement, ovarian cyst, cholecystectomy, umbilical hernia repair, peritoneal dialysis, renal transplant and intraperitoneal access port insertion. Findings: incidental views of the liver demonstrate small perihepatic fluid collection. There is a right iliac fossa transplant kidney measuring 11.0 x 4.0 x 6.8 cm with normal parenchymal echotexture. There is no hydro nephrosis, echogenic calculi or perinephric fluid collection. Transplant renal artery and vein are patent. Peak systolic velocity transplant renal artery ranges between 101-170 cmfs. The interlobar resistive indices ranges between 0.59-0.81. The transplant renal vein peak velocity measures 38 cm/sec. Impression: 1. Patent transplant vasculature with ri from 0.6 to 0.8. 2. Small perihepatic fluid collection. Previously administered products included for an unreported indication: paraguard iud. Concurrent conditions included sickle cell disease, hypotension, emphysema, pulmonary hypertension, congestive heart failure, anemia, immunosuppression nos, peak expiratory flow rate abnormal nos, myalgia, chronic respiratory failure, endometrial ablation, arthritis, pulmonary embolism, uterine bleeding, blood transfusion, abdominal pain, left lower quadrant pain, pid pelvic inflammatory disease, general body pain, hematoma, pneumonia, back pain, muscle pain, chills, bruising, dyspnea, fever, heart enlarged, pericardial effusion, pulmonary hypertension, flank pain, hepatitis e, presbyopia, asthma, heart disorder, hb-s disease without mention of crisis, bradycardia, hypoxemia, renal transplant, abdominal distension, bacterial vaginosis, umbilical hernia repair, endometrial atrophy, adenomyosis, nabothian cyst and corpus luteum cyst. Concomitant products included cefoxitin since (B)(6) 2014 and doxycycline since (B)(6) 2014 for pid pelvic inflammatory disease, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2014 and hydromorphone since (B)(6) 2014 for pain as well as enoxaparin since (B)(6) 2014, ergocalciferol since 2010, folic acid since 2010, furosemide (lasix) since 2005 to (B)(6) 2018, hydrocortisone from (B)(6) 2012 to (B)(6) 2013, hydroxycarbamide (hydroxyurea) from 2013 to 2015, magnesium oxide since 2010 to (B)(6) 2017, mycophenolic acid since 2011 to (B)(6) 2017, paracetamol (acetaminophen) since (B)(6) 2014, sevelamer since (B)(6) 2011, tacrolimus (prograf) from (B)(6) 2011 to (B)(6) 2017 and warfarin since 2008. In (B)(6) 2013, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced memory impairment ("neurological conditions or problems type: memory issues"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety") and fatigue ("fatigue."). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 9 months 3 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube), and hydrothermal ablation.). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, genital haemorrhage, mood swings, anxiety and memory impairment outcome was unknown, the menorrhagia, pelvic pain, vaginal haemorrhage, female sexual dysfunction and dysmenorrhoea had resolved and the fatigue was resolving. The reporter considered anxiety, device breakage, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, memory impairment, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: attention was turned to the patient's left tubal ostium into which the essure device was placed and cannulated and 3 coils were noted to be protruding from the ostium on this side. In a similar fashion, the patient's right fallopian tube was cannulated with the essure device with 10 coils noted to be protruding from the ostium on this side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion,. Pathology test - on (B)(6) 2014: specimen a, received in formalin labeled with the patient's name and "uterus and left fallopian tube," consists of a 103 gram specimen including an unopened uterus measuring 7.9 (superior to inferior) x 6.1 (cornu-to-cornu) x 4.6 cm (anterior to posterior), and the left fallopian tube measuring 4.7 cm in length x 0.7 cm in diameter. The posterior of specimen is inked black and the anterior inked blue. The endocervical canal is 2.4 cm in length. The endometrial cavity measures 3.4 cm from cornu-to-cornu and 3.9 cm in length. The myometrium measures 1.7 cm in maximum thickness and the endometrium measures 0.1 cm. There is chocolate brown fluid presented in the endometrial cavity and a hemorrhagic area measuring 0.8 x 0.5 cm is identified in anterior fundus near the left cornu. Serial sectioning reveals multiple cysts on the right fundus of uterus ranging from 0.3 to 0.6 cm in diameter. An intrauterine device is also identified in the cavity close to the right cornu. Representative sections are submitted in cassettes as follows: - posterior cervix. - full thickness posterior endometrium. - full thickness posterior endometrium. - intrauterine device location - posterior lower uterine segment - anterior cervix. - anterior cyst lesion area. - anterior hemorrhagic area, full thickness endometrium. - possible cervix, representative sections. Specimen b, received in formalin labeled with the patient's name and "left ovarian cyst wall," consists. Of multiple fragments of gray-tan, rubbery tissue ranging from 0.4 x 0.3 x 0.1 cm to 1.4 x 1.2 x 0.6 cm. The specimen is serially sectioned and entirely submitted in cassette b1. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs+mr received. Lot number added. New events: hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, neurological conditions or problems type: memory issues, dysmenorrhea (cramping), fatigue, bleeding, displaced essure device/ essure device reportedly is misplaced were added. Outcome for events were updated. New reporters, concomitant conditions, drugs, and historical conditions added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.